Event description:
The patient's pump ran out of drug and was past the alarm date by a month. No alarms were heard; however, it was noted that the patient was hard of hearing. There were no problems with the pump and the patient had no physical problems/symptoms. The patient did not have a healthcare provider to fill the pump because of insurance. The drug that had been used in the pump was not reported. Following a pump replacement for eri, the patient did not return for dose titration because it was too far and the healthcare provider did not take her insurance. The patient was referred to an in-network doctor but never went.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709, lot# j0039979r, implanted: 2000-(B)(6), product type catheter. (B)(4).